Event description:
Per the clinic, the patient experienced a magnet dislodgement resulting in a revision surgery on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.